Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was returned for additional evaluation and investigation. Additional physical investigation was performed on the device, but the alleged issue was not observed. An investigation showed that the pump primed and flowed within specification. The root cause of the alleged volume discrepancies could not be identified. Internal complaint number: (B)(4).

Event description:
Patient initially had a volume discrepancy, underinfusion, in which the catheter was explanted and replaced (captured in MFR 3010079947-2019-00125). During the catheter revision surgery, the pump was taken out and tested on the back table. Drops were coming out of the stem tip and the programmer showed no errors with pump. The same pump was put back in with the new catheter. A month after the revision, the patient came in for their first refill since the revision and the inquiry displayed an expected amount of 7.346 mls and 20 mls were removed. The pump and catheter were explanted and replaced with a whole new system.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The pump was subsequently explanted..